Event description:
A customer in the united states notified biomérieux of discrepant results associated with vitek® 2 gp test kit. The customer reported that they had a cap survey organism d02 that was identified by vitek® 2 as strep agalactiae and the organism was strep dysgalactiae. No patient is involved in this event. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the united states notified biomérieux of discrepant results associated with vitek® 2 gp test kit. An internal biomérieux investigation was performed. The biomérieux internal lyophilized cap sample was reconstituted and vitek® 2 gp testing included individual organism suspensions on cards from the customer lot and a random lot, in duplicate. The api® 20 strep kit was also tested. All four (4) vitek® 2 gp cards tested, as well as the api® 20 strep test kit, resulted in excellent identifications of streptococcus dysgalactiae ssp equisimilis. Vitek® 2 gp cards are performing as expected. Review of the streptococcus agalactiae data against the expected reactions for streptococcus dysgalactiae ssp equisimilis demonstrated one (1) atypical negative reaction (appa) contributing to the misidentification.